Event description:
It was reported that a patient underwent a single level kyphoplasty at l2/l3. Subsequently, the patient had two additional levels treated at l1/l2 and l3/l4. It was reported that these procedures were successful. Symptoms returned due to instability in the fracture causing increasing pain from core compression. All three levels were decompressed. The original procedure dates are unknown, but it was reported that they occurred between 6 to 12 months prior. No further information was provided.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.